Manufacturer narrative:
Actual device from complaint was evaluated. Results: a set of standard performance tests were completed. Conclusions: the device passed all the performance tests and was found to be within specifications. Could not duplicate or confirm the failure.

Event description:
Reported by the customer as: under infusion.